Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that blood reported in foley catheter drainage tubing, patient was repositioned and foley catheter fell out of patient. The balloon was visibly damaged or torn. Catheter had been in place less than 24 hours.